Event description:
Customer's son-in-law reported an incident of hyperglycemia requiring professional medical treatment at a time when she attempted, was unable to use her compact system due to an unknown meter issue. A request was made for the return of the system and a replacement was sent.